Event description:
It was reported that the patient never had therapeutic effect. The patient had a spinal headache for a week and had to go to the ER back in 2006 after his original implant. He had to wait for the doctor to become available to do the blood patch. The drug in the pump was dilaudid and it ¿started out with 0.1 and they said my next refill date would be a year from that point¿. At one point, the patient had a single shot of 80 mcg of fentanyl and it helped. The patient hadn¿t had relief like that from his boluses. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Manufacturer narrative:
(B)(4).